Event description:
It was reported that the patient presented to the physician with a non functioning inflatable penile prosthesis (ipp). The patient underwent a surgical procedure in which it was identified that there was a hole in the reservoir. The component was removed and replaced without patient complications.

Event description:
It was reported that the patient presented to the physician with a non functioning inflatable penile prosthesis (ipp). The patient underwent a surgical procedure in which it was identified that there was a hole in the reservoir. The component was removed and replaced without patient complications.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observations of hole in the component. The observed fluid leaks were determined to be the most probable cause of the reported events. Device history record (DHR) a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The reservoir, pump and cylinders was visually and microscopically inspected, and functionally tested. A fluid leak was identified at a wear at fold in the reservoir and cylinder component, consistent with material fatigue. The pump was not tested due to contamination. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient presented to the physician with a non functioning inflatable penile prosthesis (ipp). The patient underwent a surgical procedure in which it was identified that there was a hole in the reservoir. The component was removed and replaced without patient complications.